Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a prefilled syringe. Barbara ague, pharmacist, reports that a pt contacted the pharmacy stating that she has her mediport flushed monthly and, over the past year, two weeks after receiving the flush she has abdominal pain and nausea. Pt reported to barbara that she has been hospitalized for pancreatitis, but has had no enzyme elevation.

Manufacturer narrative:
Submit date: 5/28/2008. An investigation is currently underway. Upon completion, the results will be forwarded. Barbara is unsure if the product is ours, states that their facility also uses other MFR's heparin. Our info was provided to her by the warehouse that they purchase from, and is currently what was on the shelf. Barbara does not have the product ID, states it is a 5ml syringe.